Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support due to a potential heart transplant. While on support, the patient sat in a chair and the red alarm impella in aorta appeared. Echo was checked and the impella was pulled into the aorta. The impella was removed and replaced.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. The root cause of the positioning issue was patient movement related that led to pull back the impella. This is a use related issue as if properly fixed the impella 5.5 should not get dislodged into the aorta with movement.